Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was successfully able to use his inflatable penile prosthesis (ipp) device for many years until device stopped cycling. The physician tried cycling the device in the office but no troubleshooting resolved the issue, so the patient underwent a surgical procedure in which all components were explanted and replaced. Upon removal, a break in the tubing connecting the pump to one of the cylinders was identified. The patient is fully recovered.